Event description:
When the staple gun was closed on the lung, the handle of the gun broke into many small pieces. The gun could not be opened to remove; therefore, a thoracotomy had to be performed in order to have the gun released.